Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to follow-up with tandem technical support when the occlusions occurred, due to the ongoing nature of these alarms a replacement pump was sent to the customer, who continued to use the pump for insulin therapy.